Manufacturer narrative:
Concomitant medical products: 694965, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Two weeks prior to the patient¿s death there was an atrial impedance alert for high and undefined impedance and impedance of zero ohms. Interrogation also revealed noise and a confirmed lead fracture. The noise was causing random high and low impedance readings. The cause of death was requested and was not available.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.